Manufacturer narrative:
(B)(6). Concomitant medical products: item #65875305001 continuum shell w/cluster holes lot #unknown, item #00811400010 versys femoral head lot #unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient¿s right hip was revised approximately 2 months post-implantation due to infection. During the procedure, the femoral head, stem and acetabular liner were removed and replaced. No further information has been provided.